Event description:
It was reported to manufacturer, by facility, per facility, the legs on an (B)(4) closed on their own during a transfer and the lift tipped. One of the caregivers caught it and prevented it from falling and injured her shin. The patient was not injured. The caregiver was sent to the clinic for evaluation. She has since gone in for an x-ray. She is on worker's comp per facility. Follow-up revealed no injury to the patient. During transfer of a resident from bed to wheelchair, the lift was being turned 90 degrees. The leg did not stay open and the lift tipped to the side. As the lift leg arose off the ground, it caught the caregiver's shin causing an injury to her leg. The resident was caught by a caregiver. The lift was returned and evaluated. Evaluation of lift revealed a base bolt was loose upon receipt. The bolt was tightened and it operated as intended. (B)(4) entered into system.

Manufacturer narrative:
Joerns is sending report to lift manufacturer for further evaluation.